Event description:
It was reported that, during a pre-use air leak check on the product, an error occurred. It was discovered that the bag was torn. No patient injury was reported.

Manufacturer narrative:
(UDI) and PMA/ (510k) are unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received with its original label inside a ziploc bag. Visual inspection: the sample was visually inspected at a distance of 12 inches under normal lighting; a hole in bag was found. The most probable root cause of the issue was deemed to be manufacturing related; bag was sent by the supplier in defective conditions and production personnel did not detect this issue during the assembly process. Action(s) taken to mitigate the reported issue(s): supplier was notified, a qalert was generated to ensure that operators verify that breathing bags are free of holes and damage, and production personnel was notified by quality intern as awareness of the defect reported by the customer.